Event description:
The manufacturer received information alleging a ventilator's screen was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display interface board and system board, interface cable and ribbon cable needs to be replaced to address the issues.